Event description:
This event was unknown to this facility until 2/12/93. A meridia institute, who owns the MRI unit, employee reported the information to general electric when discovered and discussed with the radiologist. Please see the attached information for specific patient information. The machine is serviced every two weeks routinely and there have been no known problemsdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, unanticipated adverse reaction - short term. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.